Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. There was evidence of moisture ingress on the display screen, inside the pump and in the battery compartment. A hairline crack was noted on the battery compartment where a leak was confirmed through testing. On testing, the contrast button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast keypad button. The audio bolus button was tested and noted to be unresponsive. The pump was opened for investigation and there was moisture corrosion noted on the bolus button pins, bolus button contact and on the keypad flex connector. (B)(4).

Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were unresponsive. The patient stated that the pump was exposed to water and that there was evidence of battery corrosion in the compartment. The patient denied any damage to the keypad. The patient reportedly wore the pump outside a garment and did not clean the pump. There was no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.